Event description:
During preparation for use of the device for cardiopulmonary bypass procedure, the user reported the central control monitor displayed the following error message: "02 analyzer calibration is not possible." The user also reported that the device could not calibrate but displayed fi02 being delivered to patient. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.